Event description:
It was reported that after a da vinci-assisted trans-abdominal preperitoneal (tapp) incisional hernia repair, intraperitoneal onlay mesh (ipom) ventral hernia repair, and unilateral inguinal hernia repair surgical procedures, the patient expired one to two days postoperative. The intuitive surgical inc. (Isi) clinical sales representative (csr) was present the day of the procedure and observed that no intra-operative complications or errors within the da vinci system occurred during the procedure. After discussion with the surgeon, the csr learned that the patient had a slightly elevated heart rate, then used the restroom and expired. The surgeon later confirmed that the patient was doing well while hospitalized and had a sudden death from a pulmonary embolus (pe) or a cardiac event. The surgeon did not think the event was a robot issue. The surgeon declined to provide further information. The patient¿s family declined an autopsy. No additional information is available.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. The physician stated the event is not a device related issue. A device history record (DHR) review was performed and no non-conformances were found with any of the instruments or systems used during this procedure. A review of the system logs for this procedure showed that multiple procedures have been performed on this system after this reported event with no service requests being created. No relevant errors were observed during this procedure. A review of the device logs for the instruments used during the reported procedure showed that the endoscope and all of the multi-use instruments used in the procedure were used in subsequent procedures. The only single-use instrument, a suction irrigator, was not used in any subsequent procedures and is presumed to have been discarded. A site history review shows no complaints filed against any of the instruments or the endoscope. A review of the event was performed by an intuitive surgical, inc. (Isi) medical safety officer (mso) who concluded that based on the available information, the patient in this report had a sudden death following an uneventful hernia repair where no intraoperative complications, issues, or errors were noted either with the surgery itself or any intuitive surgical instruments or equipment. The sequence of events and the manner of expiration are highly suggestive of a pulmonary embolus. Based on the information in the summary of events, no intuitive product contributed to this event. Section b2: date of death is estimated as (B)(6) 2023, as death reportedly occurred 1-2 days post-procedure.